Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g314 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot g314 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4) / (B)(6) 2018.

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer reported the break occurred during the purging air phase of the treatment procedure and approximately 200 ml of whole blood was processed. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable and asymptomatic. The customer has returned the kit for investigation.

Manufacturer narrative:
Correction: the customer did not return product for investigation. Device available for evaluation? No. Device evaluated by manufacturer? Not returned to manufacturer. Correction: the assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: 030980 p.t. 09/21/2018

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer reported the break occurred during the purging air phase of the treatment procedure and approximately 200 ml of whole blood was processed. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable and asymptomatic. The customer has discarded the kit.